Event description:
It was reported that one day post-implant this right atrial (ra) lead had observations related to lead fracture including high impedance and no sensing. A revision was performed where they were unable to retract the helix for extraction, and after explant during troubleshooting of the lead performance they heard a small click sound with every rotation. A new lead was successfully implanted, and this lead was expected to be returned to the manufacturer for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, investigation found it likely that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that one day post-implant this right atrial (ra) lead had observations related to lead fracture including high impedance and no sensing. A revision was performed where they were unable to retract the helix for extraction, and after explant during troubleshooting of the lead performance they heard a small click sound with every rotation. A new lead was successfully implanted. No additional adverse patient effects were reported.